Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08oct2018. The customer estimates operating time is approximately 32k hours. Philip's field service engineer advised the customer the liquid crystal display (lcd) has reached useful life and advised the customer to replace the user interface.

Event description:
The customer reported the display was blank. The customer reported patient involvement, however, there was no patient harm reported. The event date was not specified; estimate used.